Manufacturer narrative:
Philips has investigated this complaint. The customer reported that a geometry error occurred in the system and customer checked the connections and reinstalled the mdy. After reinstalling the mdy, the customer reported that the equipment was operational. No further information regarding the issue has been provided. No service has been performed by philips since the case was cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected. On-site evaluation cancelled; no response received for further information.

Event description:
It was reported to philips that the device gave a geometry error, and only the bed could be moved. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.